Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis in 1999. Subsequently, the pt experienced an infection, seroma and capsular contracture. The device was removed in 1999.